Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). In order to ensure receipt by FDA and appropriate diligence, this submission is not an initial submission but rather, a supplemental submission as we are currently having technical challenges with our other complaint handling system (reliance) and webtrader where the initial MDR was submitted, both system MDR submissions are not going through, and they are stuck on ack1. This MDR-00354232 is a supplemental MDR of 3004753838-2021-306235 with coreid ci1638571829756.9788204@fdslv86003_te1 and follow-up 1 ci1668146741037.3425798@fdslv86000_te1.  We added information in an effort to tie together documentary evidence of the timeliness of this supplemental. The intent was to provide as much documentation regarding our efforts to provide required complaint information to the FDA as possible, despite the technical challenges encountered during this time.